Manufacturer narrative:
Batch review performed on 28 december 2021. Lot 2102555: (B)(4) items manufactured and released on 6-apr-2021. Expiration date: 2026-mar-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional component involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 2101462: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-may-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in about 2 weeks after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.